Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+4.5/107 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic torn and residue on the lens surface. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of -13.0/4.5/107 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2016. It was reported that there was lens rotation due to low vault. Lens repositioning was performed but did not reach desired outcome. On (B)(6) 2018 the lens was exchanged for a longer lens. This exchange resolved the problem. (B)(4). Claim#: (B)(4).